Event description:
Healthcare professional reported, left-side "complete rupture" and "extracted in syringes". Healthcare professional, further reported, "fibrous capsule with chronic lymphohistiocytic inflammation". And "granulomatous foreign body type reaction to deposits of prosthetic material, without signs of malignancy". Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d9, h6, h11 (additional events added to visual analysis). Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture, granuloma and local reaction was requested on november 19, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe as it is not related to the manufacturing process. Local reaction: unable to observe as it is not related to the manufacturing process. Calcification: no observed. Lump/nodule: unable to observe as it is not related to the manufacturing process. Crease / folding of implant: no observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional further reported for left side, "showing multiple folds", "discrete signs of fibrosis and several poorly delimited areas of condensation; fibrocystic mastopathy with a fibrous predominance", "breast parenchyma is distributed asymmetrically, being more abundant in the left breast", "benign-looking calcifications", and "anterior axillary chains, dense images are objective, which may correspond to ganglion formations" via mammography. Capsulectomy performed. Pathology performed.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe as it is not related to the manufacturing process. Local reaction: unable to observe as it is not related to the manufacturing process. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b.6., h.6., h.11.

Event description:
Healthcare professional reported left-side "complete rupture" and "extracted in syringes". Healthcare professional further reported "fibrous capsule with chronic lymphohistiocytic inflammation" and "granulomatous foreign body type reaction to deposits of prosthetic material, without signs of malignancy". Device was explanted and replaced with another manufacturer's device.